Event description:
In planning a pt's radiation therapy treatment a result was obtained which deviated from calculated and measured data by greater than 50%. This result was reproducible, and found to be associated with a particular combination of x-ray beam parameters (the inclusion of both a wedge (negative) and a block in an arc rotation field). This is an unusual but not extraordinary combination which was permitted by the software and associated manuals.